Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in the united kingdom, during a transfemoral tavr procedure, post valve deployment, the echo showed pvl and the decision was made to post dilate the valve.  During post dilation, however, the 26mm commander delivery system ruptured and upon removal, the damaged balloon and nose cone became caught at the top of the esheath.  The vascular surgeon attempted to snare the nose cone, but it was stuck at the aortic bifurcation.  A surgical cutdown was performed, however the surgeon was unable to locate the material within the esheath.  A new esheath was inserted in an attempt to snare the nose cone but this was also unsuccessful.  The surgeon decided to put in a covered stent to trap the nose cone and balloon material in order to ensure adequate blood flow.  The patient was doing well after the procedure.

Manufacturer narrative:
During visual inspection of the delivery system, the balloon burst was confirmed as a longitudinal burst was observed that propagated to a partial radial burst, located at 1.5¿ of the proximal balloon end. Additionally, the spring was observed to be partially stretched in the proximal end. An overlapping spring coil was observed in the distal end. Adhesive could be seen in the distal end of spring and guidewire shaft bond. The distal portion of the nose tip was observed to be separated at the base of nose tip wings. The guidewire lumen was observed to be still attached at the y-connector. No dimensional measurements were able to be taken as the returned balloon parts did not contain any working length of the inflation balloon. No functional testing was able to be performed. The imagery provided by the site showed the device after it was used in the procedure. The delivery system pictures showed that the balloon burst longitudinally and radially in the proximal shoulder. The distal guidewire shaft was seen to be separated from the nose tip. Most of the inflation balloon and the distal portion of nose tip were not returned. The patient anatomy information showed the access vessel had tortuosity and calcification. Additionally, the leaflets were seen to be moderately calcified. During manufacturing of the delivery system, the delivery system and components were inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history review (DHR) was performed and did not reveal any manufacturing non-conformance that would have contributed to this complaint event. A lot history review was performed and did not reveal any similar complaints. A review of the complaint history from december 2018 through november 2019 revealed additional returned complaints for the reported events. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. No manufacturing non-conformances that would have contributed to the complaints were identified. Review of the complaint histories revealed that the complaint occurrence rates did not exceed the november 2019 control limits for the trend categories. The instructions for use, the prepping manual and the training manual were reviewed for instructions involving the commander preparation and procedure. Per the IFU, verify that the inflation volume in the inflation device is correct. Note: designated inflation volumes are indicated near the y-connector of the delivery system. Note: align the top seal of the plunger with the white volume marker to achieve correct volume. Per the training manual, if delivery system balloon ruptures or leaks during deployment without thv embolization: do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). No IFU/ training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. The complaints were confirmed based on visual inspection of the returned device. Investigation of the device revealed no indication that a manufacturing non-conformance contributed to the events. A review of DHR, lot history, complaint history revealed no indication of a manufacturing non-conformance that could have contributed to the reported events. Review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As mentioned in the description, the balloon burst due extra added fluid. The prescribed nominal inflation volume is provided in the IFU. It is likely that the balloon burst during post dilation once the balloon past the target fill volume. In addition, as reported, the leaflets were calcified. During post dilation, calcification in the leaflets can interact with the balloon with the added volume leading to the burst balloon. As a result of balloon burst, the balloon would have an altered profile which could have led to the difficulties encountered with withdrawing the delivery system. The altered balloon profile and distal portion of delivery system could have become caught on the tip of the sheath. Subsequently, this may have led to excessive manipulation of the devices to overcome the withdrawal difficulties, which may have resulted in balloon and distal tip separating. While a definitive root cause is unable to be determined, available information suggests that patient (leaflet calcification) and/or procedural factors (over inflation during post dilation/excessive device manipulation during retrieval of burst balloon) may have contributed to the complaint events. Since no labeling, training, or IFU deficiencies were identified, and the occurrence rates did not exceed the trending control limits; no corrective and preventative actions nor a pra is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Concomitant medical products, device evaluated by MFR, adverse event problem and additional narrative. Additional narrative: the delivery system was returned to edwards lifesciences for evaluation. During the pre-deco engineering evaluation, the distal tip and distal ½ of the balloon were observed to be separated and missing. Additional information provided confirmed the distal ½ of the balloon was unable to be removed by a vascular surgeon and eventually a cover stent was placed. Investigation is ongoing.